Manufacturer narrative:
Examination of the submitted spacer confirmed the breakage. A search of the complaint database found additional reports against product 202456111 sigma hp uni femoral spacer. The investigation could not draw any conclusions about the root cause of the breakage, however, prying or leveraging the instrument during use is a possible contributing factor. Based on the inability to conclusively determine a root cause, the need for corrective action was not indicated. Continue to monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is broken.